Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
The patient noticed a recharging issue yesterday. It was suspected that the ins flipped. The company representative met with the patient last week. The patient was put into a psychiatric hospital because she has been without medications. The company representative helped the patient recharge because the patient could not have recharger with cord. Recharging was fine then and recharged up to 100% full. The patient has lost 50 pounds recently. This morning, the patient could not get one bar of coupling. Yesterday the patient had physical therapy, with occupational therapist, and at that time felt something weird, thinks the implant could have flipped then. The patient¿s pocket was movable because of weight loss. The patient will see her doctor on monday and will be put under fluoroscopy for visual of ins. The patient was 80% charged today, okay on charge. It was later reported on (B)(6) 2014 that the patient had x-rays which showed the device flipped laterally rather than vertically. The next day it was reported that the patient was getting great therapy still, perfect coverage of pain area. The patient was being scheduled for a pocket revision.

Event description:
It was further reported that the patient was instructed to wear a bandage for a full 2 months to scar in the device. It was further reported that the whole pocket had flipped. The surgeon stated that the stitches he had placed to hold the device were still intact at the time of the revision. The patient was still getting effective therapy and was very happy.

Event description:
Additional information received reported that the implantable neurostimulator (ins) flipped in their body and they had to have a revision. The manufacturer representative was aware of the issue and provided great service.

Event description:
Follow up information received reported that the patient was scheduled for their pocket revision on (B)(6) 2014. Further follow up information received on (B)(6), 2014 reported that the patient had the revision procedure yesterday and ¿everything went great¿. The patient was getting ¿great¿ therapy and were recharging with no issues. If additional information is received, a follow up report will be sent.